Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was removed from the left side and was placed to the right side. This ICD remains in service. No additional adverse patient effects were reported.